Manufacturer narrative:
Concomitant product(s): addr01 ipg, implanted: (B)(6)2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds and a gradual rise in impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.